Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that a syringe 1.0ml 31g 6mm s/c u-100 relion was difficult to aspirate during use. The following was reported by the initial reporter: "it was reported that needle will not draw. Verbatim: from phone call on 2021-04-12 14:36:06: called consumer to obtain lot #, he provided lot # 9182252. Consumer said he received the mail kit so I asked him to return the samples as soon as possible and he said he will. From phone call on 2021-04-07 17:26:06: called consumer to obtain lot #, consumer stated that he did not have the lot # but he will call back and leave a voicemail if we are closed. Voicemail: consumer left voicemail reporting that the needle will not draw."

Manufacturer narrative:
"Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown."

Event description:
It was reported that a syringe 1.0ml 31g 6mm s/c u-100 relion was difficult to aspirate during use. The following was reported by the initial reporter: "it was reported that needle will not draw. Verbatim: from phone call on (B)(6) 2021 14:36:06: called consumer to obtain lot #, he provided lot # 9182252. Consumer said he received the mail kit so I asked him to return the samples as soon as possible and he said he will. From phone call on (B)(6) 2021 17:26:06: called consumer to obtain lot #, consumer stated that he did not have the lot # but he will call back and leave a voicemail if we are closed. Voicemail: consumer left voicemail reporting that the needle will not draw."